Event description:
It was reported by the affiliate that the (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported that the clips stopped at the tip of the applier. The yellow band could be seen through the instrument showing "no clip" but there are clips in the applier. There was an extended or time of one hour. This product is being returned under airway bill.